Event description:
Pt reported that the one touch ultra meter was giving inaccurate high results. Medical affairs specialist spoke with the pt in 09/2003 and pt provided additional info. Pt had an insulin reaction due to pt taking too much insulin based on the meter reading. Pt was camping with family member and around 6 pm, before dinner, pt tested on the meter and got a reading of 163 mg/dl. Based on that reading, per the sliding scale, pt took 3 extra units of humalog in addition to 6 units of humalog which is the set amount. Pt did not have a lot to eat since pt was not that hungry. Pt went to bed at 8:30 pm. Pt did not have any symptoms. Pt "felt fine all along". Unk time frame later, the family member noticed that pt was sweaty, and was lying down with their mouth open. Per the pt, pt did not remember anything since pt had passed out. The family member took pt to the nearest town where they were met by an ambulance. Unk what the paramedics' meter reading was nor what treatment pt was given. Pt was taken to the hospital and the hospital reading was in the "low 40's". Pt was given glucose through IV and kept there overnight. The ER doctor compared the hospital meter reading to the pt's meter. Readings were not provided by the pt since pt did not recall them. Pt did state that that dr reported the meter read three times higher than the hospital meter. Pt did not have any control solution to check the meter and test strips. The test strips had been opened for 1 week. This case is reported because the pt suffered an adverse event due to taking insulin based on the meter reading, and the meter has been reading high according to dr.